Event description:
Patients representative reported deflation of an unknown side. Record is for right side. Device status unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.